Event description:
Caller states that the inform base unit has melted plastic in the housing around the connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.